Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2013 - litigation received alleging that the patient suffers from pain, discomfort, squeaking, swelling, and sensation of misalignment. Also alleged is decreased range of motion, bone erosion and elevated levels of cobalt and chromium metal ions. There is no new additional information that would affect the outcome of the investigation.

Event description:
Patient was revised to address osteolysis.